Manufacturer narrative:
Device destroyed by facility.

Event description:
Per the facility, the lipofilter either leaked or was clogged at the bottom. Due to this, the fat did not transfer. There were no injuries during this incident.